Manufacturer narrative:
Liko hill-rom had issued an "urgent field safety notice" on 02/09/2011. This notice was received by the facility. Facility stated that the "action to be taken by user" suggestions from the notice were immediately implemented by the residence staff. The pt presents with developmental disabilities, is non-ambulatory and has a history of unpredictable behavioral outbursts. The liko lift has been successfully used with this pt for 2+ years without incident.

Event description:
Facility alleges that the pt was sitting at the side of the bed with the sling in place. Before the transfer could be performed, the pt lunged forward striking his face on the lift hook. The hook pierced the lower cheek and came out of the skin at the upper part of the cheek. Only one staff member was assisting the pt. Additional 4 staff were called, and assisted in removing the hook from the pt's face. The pt was transferred to the ER. The pt received 26 stitches to the cheek, and was discharged from the emergency room same day.